Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this patient with this pacemaker was suspected to be in an atrial arrhythmia. As a result, the device was undersensing every other beat, placing the atrial signal into device programmed refractory period, thus under recording when the patient was in a true atrial arrhythmia. Technical services (ts) reviewed the episodes and noted another episode that appeared to be farfield oversensing in which atrial tachy response (atr) was delivered. Technical services (ts) discussed device reprogramming, and suggested adjusting the atrial sensitivity to a lower amplitude cross chamber deflection and lowering the post-ventricular atrial refractory period (pvarp). At this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker has replaced due to therapy upgrade. No adverse patient effects were reported.